Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). When asked if the cause of the controller and implant staying at 100% was, the rep stated "no, on the phone call with patient services it was determined there was not an issue at this time." The patient was told not to charge every day to see if the battery goes down. This was advised by patient services. When asked if the issue was resolved, the rep stated "it does not appear to be an issue, but a patient misunderstanding of technology."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the ins/controller were not depleting. The caller checked impedances and the values were within the normal ranges (values were not provided). The patient charges every morning. The report showed that the patient had used group c for 22% of the time, group c was active at the beginning of the programming session, and the amplitudes for group c were set to 0ma. When the caller turned the stimulation up, the patient was feeling it where they needed to. The patient has not been getting any error messages. The representative did not start a charging session with the patients implant today. The issue was not resolved through troubleshooting.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated for probably the last week, the patient had been having a problem with the controller. Caller clarified the implant battery was stuck at 100% and wouldn't decrease. Caller also said when they would plug the controller in to charge the implant, the controller would say finished right away. Caller unlocked controller during the call and reported stimulation was on, and on group a. Caller confirmed they were on group a previously and the intensity was the same as before. Caller mentioned they had tried other groups to see if that was just a software glitch, but that didn't resolve the issue. Agent asked, caller said they believed the stimulation was on the whole past week, but the patient felt like the stimulation wasn't working as well as it was with the pain this past week. Caller reset controller but the battery was the same. The issue was not resolved. The patient was redirected to their healthcare provi der to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.